Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corner, broken battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump buttons were unresponsive. The blood glucose reading was 104 mg/dl. The customer reported that water possibly spilled on the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.